Manufacturer narrative:
No button error alarm noted. Up arrow button did not respond due to corroded keypad trace. No scrolling numbers display anomaly noted. Insulin pump had minor scratched display window and cracked reservoir tube lip. (B)(4).

Event description:
The customer reported via phone call that the numbers on the insulin pump's screen started to scroll while she attempted to bolus. She removed and reinserted the battery but the insulin pump alarmed button error. The customer was unable to clear the alarm. Customer's blood glucose level was 222 mg/dl. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.